Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messaging service cached reference data such as allergy codes for 10 minutes; however, due to improper handling within the service, the cache was not refreshed as expected, resulting in outdated or missing data being used and causing some messages to fail processing. A technical support specialist (tss) restarted the bd pyxis external inbound processors service on the server as per knowledge article, med es server messages not processing concurrent error after which the customer resent failed messages and confirmed that orders were successfully crossing to the es server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not communicating with the qs1 local system, resulting in new orders not crossing over and existing orders disappearing. There were no delay, no adverse events or injuries reported based on this event.